Manufacturer narrative:
The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.

Event description:
The caller alleged a variance between inratio inr results. The results are as follows: (B)(6) inratio=1.8, (B)(6) inratio=3.2, (B)(6) inratio=2.0, (B)(6) inratio=1.6, (B)(6) inratio=2.4, (B)(6) inratio=2.6, (B)(6) inratio=1.6.* *dosage was changed from 7 mg on mwf and 5 mg on other days to 5 mg mwf and 7 mg other days the patient's therapeutic range is: 2.0-2.6. Patient self tester does not remember changes in dosage that were made weekly but does state that dosages were changed according to inratio result if it was out of therapeutic range. Patient self tester added multiple drops of blood when applying the sample to the test.